Event description:
It was reported that during a lap lobectomy, the cartridge could not be removed after the 2nd firing by a nurse. Although the cartridge was removed somehow finally, the next cartridge could not be loaded into the device. The sales rep confirmed the device after the operation and found that the cartridge pan was missing. It was confirmed that the cartridge pan was not left inside the patient with x-ray. There was a high possibility that the part fell off when the nurse removed and discarded the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with two tr35w cartridge reloads present. Cartridge (b), tr35w, j5g706, was received fully fired and with cartridge pan detached and missing. Cartridge (c), tr35w, j5jd4z, was received unfired and in good visual condition. The device was tested for functionality with the returned reload (c) and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties during testing. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).